Event description:
The device was used with a lifepak 9 defibrillator/monitor & internal paddles during open heart surgery. According to the reporter, the device would not allow the operator to select energy for internal paddles. A backup device was immediately called for & used. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability & the availability & use of a backup defibrillator/monitor.